Event description:
Same problem and reporter as the following MFR report numbers, but separate events: 2183620-2011-00080, 2183620-2011-00082. On (B)(6) 2011, physician was performing a bilateral diep procedure using 1.5 mm couplers. It was reported that one ring would fall out from the jaw wing assembly. This occurred with two other couplers from the same box (the second and third of the three devices are the subjects of reports 2183620-2011-00080 and 2183620-2011-00082, respectively). The physician was successful on the fourth attempt with a coupler that was from a different lot and box. The pt is reported to be doing well.

Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore functional testing could not be performed. According to the device history record, the devices met spec prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual insp for broken or missing parts and pin alignment is performed on each assembly during the mfg process.